Manufacturer narrative:
Attempts to obtain additional information have been made. No new information has been received. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during creation of the flap, the gas escaped into the raster pattern, and the flap was not completed. The surgeon was unable to lift the flap completely and decided to abort the procedure. He was going to attempt secondary flap creation at a later date. Additional information has been requested.